Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer initially reported the camera head (serial (B)(4)) used with the camera control unit (serial (B)(4)) had an e224 communication error and has been reported with patient identifier (B)(6). The customer also reported another camera head ((B)(4)) used with the same camera control unit (serial (B)(4)) also had an e224 communication error and has been reported with patient identifier (B)(6). The customer reported a third event involving a camera head (serial unknown) used with a camera control unit (serial unknown) also had an e224 communication error and will be reported with (B)(6). This event is for the third event (patient identifier (B)(6)) involving the camera head and camera control unit with unknown serial numbers. The device malfunctioned during a procedure. The procedure was completed with a similar camera and there was no patient harm or injury. It is unknown if the cameras were inspected prior to each of the procedures. After the procedure, the camera was tested with the same tower used in the procedure and the issue was unable to be replicated by the customer and by the olympus territory manager. The camera has been put aside and has not been returned to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the cable unit has failed due excessive force being applied, and a communication error (e222 / 224) occurred due to poor communication. This issue is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.